Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with curvature, resulting in patient dissatisfaction. A surgical procedure was performed during which the ipp was removed and replaced with a tactra device. It was noted that no device related issues were present, the device cycled properly. No additional information was provided.

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 0179070018. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4).